Event description:
During evaluation the pump's air in line printed circuit board (ail pcb) was found to be out of specification.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 12, 2007. The facility reported a pump with failure code 810:11. It is unknown when this failure code occurred. Evaluation summary: the condition of an air in line printed circuit board (ail pcb) being out of specification was confirmed. Failure code 810:11 was manifested as a result of this condition. The ail pcb was recalibrated on the pump to correct this failure.